Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of alinity c calcium reagent lot 13721un22. A review of complaints determined that there are no trends for the product for the complaint issue. A review of tickets determined there is normal complaint activity for lot number 13721un22. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity c calcium assay for lot 13721un22 was identified.

Event description:
The customer observed falsely elevated calcium results on alinity c processing module for one patient. The results provided were: on (B)(6) 2022, sid (B)(6) initial=4.4 mmol/l /repeated=2.0 mmol/l /repeated on different analyzer=1.9 mmol/l. Laboratory reference range for calcium=2.2 to 2.6 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.